Event description:
Hair found inside pack on blue wrap.

Manufacturer narrative:
A user facility medwatch report (#4900240000-2022-8084) was received on 8/12/2022 reporting hair found inside pack on blue wrap. The sample has been returned to deroyal for evaluation. Potential root cause: it was determined, but not limited to, possible employee failure to identify debris, possible dress code violation, lack of lab coat cleanliness, cleaning process not followed or inadequate, exposed product in warehouse, natural occurring static, and equipment has loose particulate. The following corrective and or preventive actions have taken place by deroyal: manufacturing personnel were retrained on the dress code procedure (corp.prc.079) and cleaning procedure (corp.prc.086), manufacturing personnel were instructed to wipe down production lines after every order, added additional guidance to the manufacturing instructions to indicate that these products have had reports of debris to increase scrutiny during the assembly process, prior to employees entering the manufacturing area they observe each other's lab coats for any foreign matter including hair and lint rollers are being used. Production records were reviewed, and no issues were found. An inventory check of the back table cover was made by deroyal, a total of 50 of the 1261472 back table covers were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.